Manufacturer narrative:
As per further information received, the section b3 (date of event) was added.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the procedure, therefore customer report of heart block could not be confirmed by product evaluation.. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after avr with intuity valve is related to injury to the cardiac conduction system due to inappropriate suture placement causing injury to conduction system, edema, and inflammation of adjacent tissue surrounding conduction tissue. Expansion of the subannular stent within the lvot could possibly exert compression on the conduction system. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Additionally, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural-related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. Conduction disturbances do not denote a product failure or a malfunction which could be related to a manufacturing non-conformance. The most likely cause is procedural factors and potentially patient factors.

Manufacturer narrative:
H10 additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 8300ab23 implanted in the aortic position required a permanent pacemaker after less than one week post aortic valve replacement.